Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on a patient. There was no patient information, nor details surrounding the event available at the time of this report. Return product is not available for investigation. Method date: tested : na: k : cl : ica tco2: glu urea: crea : hct : hb: angap: sample I-stat, (B)(6) 2026 , 22:22 , 141 ,3.3, 107 ,1.25 , 22 , 5.2 , 7 , 39 , 20, 68 , 16 , art, I-stat, (B)(6) 2026 , 06:05 , 142, 3.1 , 106, 1.22 , 21 , 4.4 , 5.5 , 33, 21, 71, 19 , art, I-stat , (B)(6) 2026, 05:28 , 150, 2.9, 109, 1.33 , 19, 2.8 , <18 46, 156, 26, ven, I-stat , (B)(6) 2026, 13:20 , 137, 3.2, 117 ,0.91, 21, 4.6 , 3.3 , 25 , 21, 71 , 3 , art. Mmol/l-umol/l / %pcv /- g/l / mmol/l/. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.